Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 and (B)(6) 2018 with high blood glucose level of over 600 mg/dl and 440 mg/dl. The customer reported blood glucose was 172 mg/dl. The customer was treated with insulin on the way to the hospital. The insulin pump will not be returned for analysis.